Manufacturer narrative:
Device evaluation: two pictures were received and reviewed by smiths medical. Results: in the picture number one (1) shown a pressure plate with the pump tube no centered. In the picture number two (2) shown an arch in pump tube between arch occlusion and blue clip arch. Returned samples received by smiths medical consist in one (1) cassette product from p/n 21-7301-24 and l/n unknown, the sample was received in used conditions without its original packaging. During visual inspection it was found that the pump tube was flat and pump tube was not centered. To perform the functional test the sample was connected to the cadd legacy plus to look for unusual functions. An alarm without message was activated resulted from the test. The customer reported condition was confirmed. Problem source is manufacturing.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that during a pre-use check a smiths medical cadd medication cassette reservoir's flow rate accuracy was found to be under specification. No adverse patient effects were reported.